Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardiac monitor exhibited alerts for atrial fibrillation and tachycardia episodes. Electrograms suggest that the device was oversensing and these alerts were not genuine atrial fibrillation and tachycardia events. Programming changes were suggested and scheduled for the next clinical follow up but not made as of yet. Patient was stable and would further be monitored.